Event description:
Product was used to close a laceration on a pt of unknown gender or age. The pt started moving during the procedure and the product ran into the corner of the eye and bonded it shut. The doctor was able to get the eye open, the sclera was red. The eye was rinsed with saline and tobramycin eye drops were used. It was suggested that the pt be seen by an ophthalmologist. The current status of the pt is unknown. Product was not returned.